Event description:
An open craniotomy for brain tissue biopsy was performed with the aid of the virtual display by the brainlab navigation. The patient was in prone position. During the procedure the surgeon: - after 2 unsuccessful attempts, verified and accepted the successful 3rd registration of the actual patient anatomy -back of the head- to the navigation (to the MRI scan imported into and used by the navigation). - took biopsy samples with tumor forceps using navigation, the samples came back non-diagnostic. - continued to explore the surrounding white matter but did not find the tumor. - did not resect any further tissue, abandoned the surgery and closed the patient. A post-op MRI scan was performed. According to the surgeon: - the post-op MRI showed the tissue samples were taken approximately 1cm anterior to the intended area (lesion). - there were no negative clinical effects to the patient. An additional surgery was scheduled and performed for the patient with the aid of brainlab navigation. This additional surgery was successful as intended, with biopsy samples taken from intended area (lesion - pathology confirmed abnormal tissue) and full resection of lesion was performed.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since (brain) tissue samples were taken in a different location than desired, with the brainlab navigation involved, although: - there is no indication of a systematic error or malfunction of the brainlab device (navigation), - corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place, - according to the surgeon there was no negative clinical effect to the patient, - the re-scheduled additional surgery (using brainlab navigation) was successful as intended, and there are no other remedial actions necessary, done or planned for this patient. According to the results of the brainlab investigation and the information provided by the surgeon, it can be concluded that the root cause for the virtual display of the navigation to not have been as accurate to the actual patient anatomy as desired, leading to brain tissue samples taken at an unintended area, is a combination of the following contributing factors: - the patient's brain shifted, i.e. Region of interest was at a different position inside the skull during the surgery than at the time of pre-op MRI scan. - there were artefacts in the MRI scan due to movements during the scan, affecting the surface for registration. - less than ideal, not distinctive enough anatomical landmarks at the back of the head were used for registration of patient anatomy to navigation. - there is no indication of a systematic error or malfunction of the brainlab device (navigation). - corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate to this customer: - that actual anatomy can differ from pre-op image data used by navigation e.g. Due to brain shift. - to use image scans with no artefacts only. - best practice for registration of prone position.